Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid at 3 mg/day. The concentration was unknown. The indications for use were non-malignant pain and postlaminectomy pain. The healthcare provider (hcp) requested to have the pump interrogated to confirm function. The hcp mentioned that possibility that the pump had reached end of service (eos), and the patient experienced withdrawal. The patient had been experiencing agitation and pain. The onset of the change in therapy/symptoms was gradual. Additional information was received from a healthcare professional (hcp). The root cause of the symptoms was the patient's pump reached end of life because she did not have it replaced in a timely fashion. The end of service confirmation was unknown. It was unknown what troubleshooting and interventions were done.